Event description:
It was reported that before a coronary drug eluting stenting treatment procedure, stent damage was noticed. During preparation of the 3.00 x 32 mm taxus express2 drug eluting stent, the stent was found to be bent backwards. The procedure was successfully completed with another 3.00 x 32 mm taxus stent. No pt complications were reported. The pt status is reported as 'satisfactory/good'.